Event description:
The customer reported being hospitalized due to high blood glucose of 586mg/dl. The customer stated that her blood glucose has been high for about a month. The customer experienced stomach pain, back pain, and pain shooting up her shoulders. The customer also mentioned having gastritis. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that there are cracks at the reservoir window, on the top of the screen, and the right corner near the battery icon. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube window and cracked case at the display window corners.